Event description:
Posterior lumber spinal fusion was performed for th10/s1 on (B)(6) 2011. The pt has pain because s1 screw was loosened. So, on (B)(6) 2012, 2 iliac screws were implanted in each side and iliac screw system was used for strong fixation. (B)(4). At the left side, xia 3 titanium r t r parallel connector angled - side loading (B)(4) was set as l5/s1. Ilios titanium small r-r connector 0 deg (B)(4) was set at caudal side of s1. Xia 3 vitalium rod was used with them (angled connector and small connector). Ilios titanium offset connector neutral (B)(4) was set between xia 3 titanium r t r parallel.

Manufacturer narrative:
Additional info has been requested and if made available will be reported as supplemental. Method, result and conclusion codes will be made available following an engineering evaluation.